Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of patient side occlusion was not confirmed. ¿ on 25-mar-2024, lvp was received unboxed and with paperwork. ¿ testing done. Asm analog tests revealed the sensor values are door open bottle: 0.93v patient: 1.069v and door closed bottle: 2.840v patient: 2.517v. Asm pso test was run, and unit passed pressure reading with 9.76 psi. ¿ analysis done and verified with asm analog sensor and asm pso tests that lvp unit has passed the pso test. Test result confirms that the stated issue was not confirmed. ¿ device to be returned to san diego repair center for processing. ¿ no repair required by bd san diego repair center ¿ failure investigation report uploaded to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.